Manufacturer narrative:
Medical device lot #: 6025992, medical device expiration date: 07/31/217, device manufacture date: 01/25/2016, medical device lot #: 5166491, medical device expiration date: 11/30/2016, device manufacture date: 06/15/2015. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for erroneous results with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had erroneous results. No serious injury medical intervention.